Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a disconnection. On an unspecified date, the male luer lock adapter of a primary tubing set was connected to the female adapter of the extension set. The option-lok male adapter of the extension set was connected to a needle-free valve. The needle-free valve was connected to the pt's antecubital IV access site and was being used to deliver rocephin 1gm. After an unspecified length of time, the customer contact reported that the option-lok male adapter of the extension tubing set disconnected from the needle-free valve. It was reported that an unspecified volume of solution leaked onto the floor. The extension tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.